Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device discarded by hospital.

Event description:
It was reported that the 4th locking screw would not lock on the superior lateral plate variax clavicle 3 hole plate after locking 3 screws distally. The surgeon tried several times but the screw would not lock. The screw was not inserted.